Event description:
Health care center called regarding the standard strip being high. Further troubleshooting confirmed that the standard strip read high. The product was replaced and the defective meter returned for investigation.